Manufacturer narrative:
Evaluation results: related to operation context. Evaluation conclusion: operational context contributed to event. (B)(4).

Event description:
An attempt was made to treat a lesion in the sfa using complete se device. The physician found it difficult withdrawing the delivery system after deploying the stent in the lesion area. The physician turned the device and re-sheathed it, and eventually was able to free the device from the deployed stent. Product analysis the catheter shaft was kinked immediately distal to the strain relief. The device failed to meet 0.035" patency specification due to a kink on the inner polyimide shaft however the device was confirmed to meet the 0.035" patency specification up to the kink point on both the distal and proximal inner shaft sections of the returned the device. The proximal end of the distal tip was severely flared and raised indicating that it may have snagged during removal. The retractable sheath tip material was raised and torn.